Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Investigation results: dl protocol was followed. Digital models and scan data look good. If the tooth is not prepped properly on a crown we will have bond failure. There was no request to not place attachments on the crowns. There are no digital defects here.

Event description:
In this event it is reported that a patient experienced debonding of porcelain crown while using the nontemplate aligner arch, this is related to use of the aligner per the dentist. The attachment was re-bonded.